Manufacturer narrative:
Additional contcat details: (B)(6). It was reported that the cardiosave intra-aortic balloon pump (iabp) had temperature (overheated) related malfunction. The patient information is unknown. Customer reported system over temperature error and iabp may require maintenance error in display. Compressor stopped to shuttle the balloon during operation. Getinge field service engineer (fse) checked and observed that the compressor motor needs to be replaced. Observed and found error 77 was repeatedly reported by the system. Operating hours: 2419 hours, safety disk assist cycles: 8,503,347. Thus recommending the customer to replace safety disk as its due crossed, and compressor motor in order to rectify the reported issue.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check performed by hospitals biomed, the cardiosave intra-aortic balloon pump (iabp) unit had a system over temperature error. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h5).

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) checked and observed that the compressor motor needs to be replaced and observed and found error 77 was repeatedly reported by the system. Fse recommended to the customer to replace safety disk as its due crossed. Additionally recommending the user to maintain the recommended humidity and temperature in the room where the unit is kept. Fse replaced the scroll compressor and rectified the reported issue. Checked the unit's functionality and checked all necessary parameters and found ok. Unit handed over to the customer with satisfactory working condition.

Event description:
N/a.